Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided: "no heparin was used in the purge. The patient survived."

Manufacturer narrative:
H6 medical device problem code has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the purge cassette was making an audible noise. The purge cassette and bag were changed, with no further issues noted. There was no noted interruption of flow or support for the patient.

Manufacturer narrative:
Corrected data: d4 catalog number updated. The investigation is still ongoing.